Manufacturer narrative:
Philips service replaced the x-ray output control unit and confirmed normal operation. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that the x-ray output control unit failed, causing no x-ray output on an azurion 7 b12. The clinical use of the system was unknown. There was no reported patient or user harm.